Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Hardware parts were replaced. A system checkout was performed and the system is working as intended. No parts have been returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that during annual preventative maintenance (pm), the test of the ups holding the system on for at least 3 minutes failed. When removing the power cable from the wall, the system remained on for only 90 seconds. There was no patient involvement.